Event description:
It was reported the patient's charger could no longer communicate with the ipg. In turn, the patient lost stimulation. An sjm representative attempted to troubleshoot the issue to no avail. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.